Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported via the thoracotomy patient report that the patient was admitted to the hospital for internal bleeding on (B)(6) 2016. Inr was noted at 4. Source of bleeding was unknown, but guiac test were positive for blood in stool. Patient was transfused with four units of packed red blood cells (prbc). In addition, patient was given IV milrinone and lasix. Patient was discharged on (B)(6) 2016. No additional information available.

Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.